Event description:
A pt reported blood glucose results of 262mg/dl, 105mg/dl, 109mg/dl, and 105mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20mgl/dl, thereby indicating a potential malfunction of the meter in terms of precision. The check strip test and control solution tests passed on the meter.